Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. The resistance noted during removal was not confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue. The tip detachment and resistance during removal are due to operational context.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery with mild calcification. A 5x80mm supera self-expanding stent system (sess) was advanced without resistance toward the target lesion. The stent was thought to have been fully implanted; however, during withdrawal, the stent got caught with the stent delivery system and both were removed from the patient body. The sess was removed from the anatomy with slight resistance and the tip separated. The thumb slide was fully retracted to the start position and both the system and deployment levers were locked prior to removal. Reportedly there were no problems with the deployment mechanism. The tip was removed. However, details of the tip removal are unknown. Ultimately the lesion was treated using a drug eluting balloon. No additional information was provided.